Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The device was visually inspected, functionally tested and an alarm log review was performed. The damaged door was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door. No additional information is available.